Event description:
The customer reported that the ventilator went vent inop and alarmed due to a data acquisition pcba adc reference failure while in use on a patient. The customer reported there was no patient harm. As the device was out of warranty, the manufacturers product support engineer advised the customer to replace the data acquisition pcb to address the reported problem. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced.

Manufacturer narrative:
Serial number is unknown; could not identified device manufacturer date.

Event description:
The device was serviced by the manufacturers field service engineer. The service engineer was unable to duplicate the reported problem. Review of the device diagnostic log confirmed the reported vent inop occurrence. The service engineer replaced the data acquisition pcb board to address the finding. Applicable final testing was completed and passed to operating specifications.